Manufacturer narrative:
Imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping.

Event description:
It was reported to boston scientific that a rotatable snare was intended to use during an unknown procedure on an unknown date. During the preparation, a hair was found inside the sealed pack there were no patient complications reported for this event.